Manufacturer narrative:
UDI #: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the elevator broke during use, the broken piece was not embedded; it was visible and easily retrieved. There was no injury to the patient. There was a two minute surgical delay as another instrument was available to complete the procedure. The date of the surgery is unknown.

Manufacturer narrative:
The elevator was visually evaluated and the tip was found to be broken off. The broken fragment was not returned with the elevator. There are scratches and normal signs of wear on the handle indicating the use of the instrument; no discoloration was found. A functional check was not performed as tip was not present. The most likely cause of the fracture is excessive force applied by the user. The instructions for use for this product states in the section titled warnings and precautions: the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip... Avoid undue stress or strain when handling or cleaning instruments. The device history record was reviewed and there was not a non-conformance found. There are no indications of manufacturing defects.